Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump ran dry on (B)(6) 2018. It was reported that the pump had ran dry once before but the logs did not go back far enough to confirm. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient let the pump run dry a couple of times; he wanted a larger pump to hold more drug. The hcp was going to replace the entire system but during the surgery had difficulty accessing the catheter due to it being buried deep in the patient's spine. A small section of the catheter around the anchor was removed and the hcp tried to insert a new 8780 catheter but after 2.5 hours the procedure was aborted. Contributing factors that may have led or contributed to the issue is that the patient had most of his spine fused (from high thoracic to hips) which made it hard to place a catheter. It was noted that multiple catheters were opened to maintain stiffness in the catheter and due to scar tissue the catheter was getting multiple bends. The issue was unresolved at the time of this report and the patient was alive with no injury.